Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing coronary diagnosis procedure was performed when the issue happened. The procedure was completed by moving the patient to another room. Philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. Upon troubleshooting, rse found the footswitch was inoperative, with a wiring severance identified. To resolve the problem, onsite visit, philips field service engineer (fse) replaced faulty footswitch and return the part for further analysis and found x-ray line fails for all 3 pedals, cable is damaged and 1 anti-slip is missing. Philips also initiated medical device correction (z-2587-2023). After replacing the footswitch, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.